Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump alarmed failed battery and had a blank display. The customer¿s blood glucose level was unknown at the time of the incident. While troubleshooting for blank display the customer states he has gotten stuck in the rain and has been getting himself and pump completely drenched with the rain. The customer states battery died and inserted several new batteries and he keeps getting failed battery alert. The pump came up battery out limit, then the failed came up again. The customer was assisted with troubleshooting for failed battery and he reports pump received failed battery alarm. The customer performed self-test and it did pass. The insulin pump will not be returned for analysis.